Event description:
During baxter's functionality testing of a spectrum pump, the device had an malfunctioning keypad. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the keypad malfunction, which was reproduced. The device eval confirmed the #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected an automatic output of the #9 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 19 will be displayed, alphabetically: when the "abc" key is pressed, ay will be displayed interfering with mdl drug searching opportunities). Keypad replacement was satisfied through front case assembly replacement. Baxter has initiated a CAPA to further investigate this issue.